Event description:
It was reported that the insulin pump alarmed no delivery because insulin was not flowing through. The customer's blood glucose was 5.6 mmol/l. It was reported that the alarm was resolved by a complete set change of reservoir and infusion set. Troubleshooting was not performed because the reported issue was a past event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.